Event description:
It was reported that a large volume infusor leaked at the filling port during filling. There was no patient involvement. Additional information was requested and is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received a photo of the sample for evaluation. Photographic evaluation did not show evidence of a leak at the fill port. The cause was not identified, as no evidence of product malfunction was observed. No additional observation was noted from the photo.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).